Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('general abnormal bleeding') and basedow's disease ('graves disease') in a 47-year-old female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip dysplasia, upper respiratory infection, sinusitis, nasal congestion, hemorrhoids (external), tachycardia, thyroid mass, sinus infection, weight loss, hyperthyroidism, dizziness, headache, thyrotoxicosis, palpitation, vitamin d deficiency, hyperlipidemia, ecchymosis, joint pain (arthralgia of multiple joints), dermatitis, insomnia, blurred vision, goiter, flank pain, kidney stone, premenstrual syndrome, hypothyroidism, eczema, sore throat, hernia hiatal and infectious mononucleosis. Concomitant products included diazepam, drospirenone + ethinylestradiol (yasmin), ethinylestradiol;norethisterone acetate (microgestin), medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and thiamazole (methimazole). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), mood swings ("mood swings"), hyperhidrosis ("sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraine"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and amenorrhoea ("amenorrhagia"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), headache ("headaches"), fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge") and was found to have heart rate increased ("blood or heart disorder/condition type: beating to fast"), breast neoplasm ("tumor / teratoma / cancer type: breast") and thyroid neoplasm ("tumor/teratoma/cancer type: thyroid"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, basedow's disease, hypersensitivity, psychological trauma, vaginal infection, fatigue, headache, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, fungal infection, depression, anxiety, migraine, heart rate increased, nausea, dysmenorrhoea, breast neoplasm, thyroid neoplasm, vaginal discharge and amenorrhoea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, amenorrhoea, anxiety, basedow's disease, breast neoplasm, depression, device dislocation, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, heart rate increased, hyperhidrosis, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, thyroid neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain general abnormal bleeding, graves disease, psych injury, vaginal infection, fatigue ,headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Total bilateral occlusion. Pathology test - on (B)(6) 2015: breast masectomy, left: fibrocystic changes, mild pseudo angiomatous stromal hyperplasia breast mastectomy right: invasive ductal carcinoma. Ductal carcinoma in situ. Fibrocystic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, fatigue, headaches, grave's disease, anxiety, depression, weight gain, breast cancer, amenorrhea, vaginal yeast infection, lot number:919034, manufacturing date:2011/11. Expiration date:2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('general abnormal bleeding') and basedow's disease ('graves disease') in a (B)(6) female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip dysplasia, upper respiratory infection, sinusitis, nasal congestion, hemorrhoids (external), tachycardia, thyroid mass, sinus infection, weight loss, hyperthyroidism, dizziness, headache, thyrotoxicosis, palpitation, vitamin d deficiency, hyperlipidemia, ecchymosis, joint pain (arthralgia of multiple joints), dermatitis, insomnia, blurred vision, goiter, flank pain, kidney stone, premenstrual syndrome, hypothyroidism, eczema, sore throat, hernia hiatal and infectious mononucleosis. Concomitant products included diazepam, drospirenone + ethinylestradiol (yasmin), ethinylestradiol;norethisterone acetate (microgestin), medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and thiamazole (methimazole). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), mood swings ("mood swings"), hyperhidrosis ("sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraine"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and amenorrhoea ("amenorrhagia"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), headache ("headaches"), fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge") and was found to have heart rate increased ("blood or heart disorder/condition type: beating to fast"), breast neoplasm ("tumor / teratoma / cancer type: breast"), thyroid neoplasm ("tumor/teratoma/cancer type: thyroid") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, basedow's disease, psychological trauma, headache, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, fungal infection, depression, anxiety, migraine, heart rate increased, nausea, dysmenorrhoea, breast neoplasm, thyroid neoplasm and amenorrhoea outcome was unknown, the pelvic pain, hypersensitivity, vaginal infection, fatigue, vaginal discharge and weight increased had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, amenorrhoea, anxiety, basedow's disease, breast neoplasm, depression, device dislocation, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, heart rate increased, hyperhidrosis, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, thyroid neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain general abnormal bleeding, graves disease, psych injury, vaginal infection, fatigue ,headaches diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Total bilateral occlusion. Pathology test - on (B)(6) 2015: breast masectomy, left: fibrocystic changes, mild pseudo angiomatous stromal hyperplasia breast mastectomy right: invasive ductal carcinoma ductal carcinoma in situ fibrocystic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, fatigue, headaches, grave's disease, anxiety, depression, weight gain, breast cancer, amenorrhea, vaginal yeast infection, lot number:919034 manufacturing date:2011/11 expiration date:2014/11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event 'weight gain' was added. Outcome for the event pain, bleeding, bladder /urinary prob and allergic reaction, fatigue and weight gain was updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('general abnormal bleeding') and basedow's disease ('graves disease') in a (B)(6)-year-old female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip dysplasia, upper respiratory infection, sinusitis, nasal congestion, hemorrhoids (external), tachycardia, thyroid mass, sinus infection, weight loss, hyperthyroidism, dizziness, headache, thyrotoxicosis, palpitation, vitamin d deficiency, hyperlipidemia, ecchymosis, joint pain (arthralgia of multiple joints), dermatitis, insomnia, blurred vision, goiter, flank pain, kidney stone, premenstrual syndrome, hypothyroidism, eczema, sore throat, hernia hiatal and infectious mononucleosis. Concomitant products included diazepam, drospirenone + ethinylestradiol (yasmin), ethinylestradiol; norethisterone acetate (microgestin), medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and thiamazole (methimazole). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), mood swings ("mood swings"), hyperhidrosis ("sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraine"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and amenorrhoea ("amenorrhagia"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), headache ("headaches"), fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge") and was found to have heart rate increased ("blood or heart disorder/condition type: beating to fast"), breast neoplasm ("tumor / teratoma / cancer type: breast") and parathyroid tumour ("tumor / teratoma / cancer type: thyroid"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, basedow's disease, hypersensitivity, psychological trauma, vaginal infection, fatigue, headache, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, fungal infection, depression, anxiety, migraine, heart rate increased, nausea, dysmenorrhoea, breast neoplasm, parathyroid tumour, vaginal discharge and amenorrhoea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, amenorrhoea, anxiety, basedow's disease, breast neoplasm, depression, device dislocation, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, heart rate increased, hyperhidrosis, hypersensitivity, menorrhagia, migraine, mood swings, nausea, parathyroid tumour, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain general abnormal bleeding, graves disease, psych injury, vaginal infection, fatigue ,headaches diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Total bilateral occlusion. Pathology test - on (B)(6) 2015: surgical pathology report. Final diagnosis: sentinel lymph node excision, left axilla. Sentinel lymph node excision. Breast mastectomy, left: fibrocystic changes, mild pseudo angiomatous stromal hyperplasia. Breast mastectomy right: invasive ductal carcinoma. Ductal carcinoma in situ. Fibrocystic changes pseudo angiomatous stromal hyperplasia. Healing biopsy site. Breast excision right nipple. Right posterior chest wall excision. Clinical history: right breast cancer, left prophylactic; on (B)(6) 2019: specimen(s) received fallopian tube and essure device, salpingectomy, left. Fallopian tube and essure device, salpingectomy, right. Peritoneal biopsy. Final diagnosis: fallopian tube and essure device, salpingectomy, left: fallopian tube (complete cross section) without specific pathologic changes. Essure device (gross examination only). Fallopian tube and essure device, salpingectomy, right: fallopian tube (complete cross section) without specific pathologic changes. Essure device (gross examination only). Peritoneal biopsy: consistent with infarcted epiploic appendage with central fat necrosis and focal calcifications. Clinical history: essure symptoms. Gross description: a. Fallopian tube and essure device, salpingectomy, left: received in formalin is a purple-gray, fimbriated fallopian tube measuring 7.5 x 0.9 x 0.5 cm. The luminal diameter ranges from 0.1- 0.2 cm. Within the lumen, and focally extending into the wall of the distal portion of the fallopian tube is a metal coil, consistent with an essure device. The fallopian tube is representatively submitted, to include the entirety of the fimbria, in cassette a1. Fallopian tube and essure device, salpingectomy, right: received in formalin is a purple-gray, fimbriated fallopian tube measuring 6.5 x 0.9 x 0.5 cm. The luminal diameter ranges from 0.1-0.2 cm. Within the lumen of the distal portion of the tube is a metal coil, consistent with an essure device. The fallopian tube is representatively submitted, to include the entirety of the fimbria, in cassette b1. Diagnosis information: pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, fatigue, headaches, grave's disease, anxiety, depression, weight gain, breast cancer, amenorrhea, vaginal yeast infection, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Events: migration of essure device, perforation (uterus), mood swings, sweats, abnormal bleeding (vaginal), menorrhagia, yeast infection, depression, anxiety/ mental anguish, migraine, blood or heart disorder/condition type: beating to fast, nausea, dysmenorrhea (cramping), tumor / teratoma / cancer type: breast, tumor / teratoma / cancer type: thyroid, vaginal discharge, amenorrhagia, were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('general abnormal bleeding') and basedow's disease ('graves disease') in a 47-year-old female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip dysplasia, upper respiratory infection, sinusitis, nasal congestion, hemorrhoids (external), tachycardia, thyroid mass, sinus infection, weight loss, hyperthyroidism, dizziness, headache, thyrotoxicosis, palpitation, vitamin d deficiency, hyperlipidemia, ecchymosis, joint pain (arthralgia of multiple joints), dermatitis, insomnia, blurred vision, goiter, flank pain, kidney stone, premenstrual syndrome, hypothyroidism, eczema, sore throat, hernia hiatal and infectious mononucleosis. Concomitant products included diazepam, drospirenone + ethinylestradiol (yasmin), ethinylestradiol;norethisterone acetate (microgestin), medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and thiamazole (methimazole). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), mood swings ("mood swings"), hyperhidrosis ("sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraine"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and amenorrhoea ("amenorrhagia"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years 2 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), headache ("headaches"), fungal infection ("yeast infection") and vaginal discharge ("vaginal discharge") and was found to have heart rate increased ("blood or heart disorder/condition type: beating to fast"), breast neoplasm ("tumor / teratoma / cancer type: breast") and thyroid neoplasm ("tumor/teratoma/cancer type: thyroid"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, basedow's disease, hypersensitivity, psychological trauma, vaginal infection, fatigue, headache, mood swings, hyperhidrosis, vaginal haemorrhage, menorrhagia, fungal infection, depression, anxiety, migraine, heart rate increased, nausea, dysmenorrhoea, breast neoplasm, thyroid neoplasm, vaginal discharge and amenorrhoea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, amenorrhoea, anxiety, basedow's disease, breast neoplasm, depression, device dislocation, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, headache, heart rate increased, hyperhidrosis, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, psychological trauma, thyroid neoplasm, uterine perforation, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain general abnormal bleeding, graves disease, psych injury, vaginal infection, fatigue ,headaches diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Total bilateral occlusion. Pathology test - on (B)(6) 2015: breast masectomy, left: fibrocystic changes, mild pseudo angiomatous stromal hyperplasia. Breast mastectomy right: invasive ductal carcinoma. Ductal carcinoma in situ. Fibrocystic changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, fatigue, headaches, grave's disease, anxiety, depression, weight gain, breast cancer, amenorrhea, vaginal yeast infection. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query: event" tumor/teratoma /cancer type: thyroid" was recoded to llt" thyroid neoplasm" (previously reported as "parathyroid tumor"). No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.